Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was contacted through an outreach program to discuss a no delivery alarm on her insulin pump. She said the reservoir did not load properly. Customer resolved the issue by removing the reservoir and resetting the piston. Customer declined troubleshooting since she already resolved the issue. She was advised to call whenever the issue occurs to troubleshoot. Customer's blood glucose was not provided. Nothing further reported.